Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer reported that there were black spots on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.